Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Event description:
The lay user / patient contacted lifescan (lfs (B)(4)) on (B)(6), 2011 alleging inaccurate high readings on their one touch verio pro meter compared to the one touch ultra meter. The patient obtained a 148 mg/dl on the verio pro meter and a 117 mg/dl on the ultra meter, readings were done less than 30 minutes from one another and was within 30% or 30%. The patient did another test and obtained a 129 mg/dl on the verio pro meter and a 99 mg/dl on the ultra meter. The result were greater than 30% or 30 mg/dl. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. A quality control test was not done since the patient did not have any control solution. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the reading of 129 mg/dl on the verio pro meter compared to the ultra meter of 99 mg/dl was greater than 30 mg/dl or 30%.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.